Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was unable to interrogate the device. The clinic nurse felt that the programmer was not in close enough proximity to the device. No further intervention was undertaken. The patient was successfully able to interrogate the device at home using the latitude communicator. Despite requests, the serial number of the device was not available. The available information suggests that this device remains in-service.